Event description:
It was reported that the insulin pump alarmed motor error during prime process. Customer's blood glucose was 156 mg/dl. No further information provided.

Manufacturer narrative:
Cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. Insulin pump passed prime/compromised force sensor system, displacement and basic occlusion tests. Insulin pump received stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. Motor may have had intermittent failure that was not detected during testing.(B)(4)